Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/30/2024, a sales representative reported via (B)(4) that an ar-9597-15 angle reamer sleeve and an ar-9676 angle rearmer drive shaft were welded together. The case continued and was completed successfully with backup instruments. This was discovered during an rtsa procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error.